Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it.

Event description:
A patient reported blood glucose results of 265 mg/dl, 379 mg/dl, and 228 mg/dl with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% mg/dl and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision.